Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently shutting off unexpectedly. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose level of 120 mg/dl. Upon follow up, the customer indicated that the issues were resolved. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issues; however, no additional information could be obtained.